Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that the issue started about 5 months ago and she has been ignoring it. Customer stated that it is getting worse. Customer stated that the buttons are hard to press and one button is really sticky. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent act and up arrow buttons response due to corroded keypad traces. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.